Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. It was reported to arjohuntleigh that during resident transfer (female, 85 years, weight: 147.6 lbs) utilizing maxi move passive floor lift, she fell out of the sling onto the floor and sustained a bone fracture. A caregiver that was performing the transfer admitted that he attempted to catch the resident however, he was not able to do it successfully. It was indicated by the facility (B)(6) staff that during the transfer procedure the resident might have moved suddenly contributing to the sling attachment (clip) got loose. After the event, the resident has been admitted to hospital for treatment. When reviewing similar reportable events, we have found a number of cases with similar fault description (sling clip detachment). If compared to the number of sold devices and in comparison to their daily usage, the occurrence rate for reportable complaints claiming this failure mode is considered to be low. The device is under arjohuntleigh service/maintenance contract. It last planned service took place in february 2016. The system (consisting of maxi move passive floor lift and passive sling) was inspected by arjohuntleigh representative. The lift showed signs of normal wear and tear - significant paint chips along the mast and base were noticed. Additionally, it was noted that control box membrane and handset functions were working intermittently, however this failure did not influence on correct and safe sling-to-lift attachment. Furthermore, it did not interfere with the overall lift functionality - the electrical functions of the device were still available to the user. The involved sling was slightly faded but in very good condition. There were no signs of excessive wear along any of the attachment points (clips) or the webbing. A sling clip when correctly attached and adjusted to stay in place, locks in position with the weight of the patient. Therefore, it is not likely that it may come off during on-label use. The sling clip design is that, if locked on a spreader bar pin, it cannot detached in any direction (up, down, sides) since its movements are stopped either by the metal frame of the spreader bar, metal end stop of the clip attachment lug, it is pulled down by the weight of the patient or it rests on said clip attachment lug. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: 1) if the leg clip is not attached but a resident weight is applied to it during initial stage of resident transferred onto the sling, a drop can be immediate if there is no chair that could prevent the further fall. If the labeling is followed the possibility of occurrence such hazardous situation is minimal. However, it is possible for the caregivers to not follow the instruction provided in the device labeling in regards to checking if the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. This scenario did not occur in this incident as the resident's transfer was already in progress. 2) there are additional scenarios, which also involve usage of the device, which is not in accordance to IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labeled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labeling is followed the possibility of occurrence of hazardous situation is minimal. However, it is possible for the caregiver to not follow the labeling and use the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. This scenario corresponds to the description of the reported event - the sling clip detachment when the patient was being transferred. It was also pointed out by the facility staff that that during the transfer procedure the resident might have moved suddenly contributing to the sling attachment (clip) got loose, however this hypothesis cannot be confirmed since the attending caregiver was the only one present at the time of the event and he is no longer an employee of the nursing home. According to the instruction for use for maxi move lift (04.km.00): " warning: important: always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Arjohuntleigh suggests reminding the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling and the lift before transfer. This is to be communicated to the customer.

Event description:
It was reported to arjohuntleigh that, during resident transfer (female, (B)(6), weight: (B)(6)) utilizing maxi move passive floor lift, she fell out of the sling onto the floor and sustained a bone fracture. A caregiver that was performing the transfer admitted that he attempted to catch the resident; however, he was not able to do it. It was indicted by the facility ((B)(6)) staff that during the transfer procedure the resident might have moved contributing to the sling attachment (clip) got loose. After the event, the resident has been admitted to hospital for treatment.